Event description:
The hospital reported that vasoview hemopro 2 would not heat up. They pulled another kit off the shelf and completed the case without any injury to the patient or time added to the case. New device used. No procedural delay. No harm to patients.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 06/03/2025. An investigation was conducted on 6/10/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire or the clear intact silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. The device failed the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No further testing was conducted. An engineer evaluation was requested. Based on the returned condition of the device as well as the evaluation results, the reported failure " electrical /electronic property problem¿ was confirmed. A manufacturing engineer evaluation was conducted. The complaint was confirmed. The complaint device was connected to the complaint lab¿s hemopro power supply (c-vh-3010), hemopro2 adapter (c-vh-4020), and hemopro2 extension cable (c-vh-4030). The on/off power switch on the hemopro power supply (c-vh-3010) was moved to the on position and the toggle on the handle of the complaint vh-4000 hemopro2 tool was pulled back to the activation (power on) position. The hemopro power supply immediately started making an audible beeping sound that indicates electrical energy is being delivered to the complaint vh-4000 hemopro2 tool but the heating element on the jaws of the complaint vh-4000 hemopro2 tool did not heat up as expected. Additionally, it was observed that while electrical energy was being delivered to the complaint vh-4000 hemopro2 tool, the proximal end of the shaft tip near the black flex shaft became extremely hot to the touch. This indicated that there was an electrical short in this section of the shaft tip. Next, to evaluate why the shaft tip was getting hot, the shrink tubing and shaft pin were removed from the shaft tip. The jaws were then removed from the shaft tip. It was determined that the guide pin had punctured and damaged the wire insulation. The damage from the guide pin was then exacerbated by the insertion and removal of both the guide pin and shaft pin. Refer to figure 1. Out of tolerance consideration: the guide pins, which caused the damage to the wire insulation, are inserted through the aligned openings per work instruction (flex shaft assembly). The shop floor paperwork for the hemopro 2 tool subassembly batches 3000469778 and 3000470010 was reviewed to determine what equipment was used in the flex shaft assembly station. Subsequently, an oot query was performed for the date range from may 01, 2023 to may 29, 2025. An analysis was performed, which confirmed that no equipment used in the flex shaft assembly process (work instruction 90523412) was out of tolerance. Based on the manufacturing enginnering results, the reported failure " electrical /electronic property problem¿ was confirmed. The lot # 3000470612, history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.